Event description:
It was reported that the patient was interrogated and had high impedance. The patient had been having an increase in seizures and occasionally complaining of pain. The neurologist determined that there was a potential lead breakage with an x-ray. The x-rays have not been sent to livanova for analysis. The lead was replaced. The lead has not been sent to livanova for analysis. No additional or relevant information has been received to date.

Event description:
Information was received that the patient¿s pain primarily occurred with movement, and not with stimulation. The patient's output current was low. X-rays were reviewed for the patient. Complete pin insertion could not be assessed due to the quality of the images provided. The feed through wires continuity appeared normal. The lead wire continuity was not able to be assessed due to the quality of the image. The lead was not able to be observed in the chest due to the quality of the image, but the electrodes were able to be seen in the neck. In the portions of the lead visible, no gross lead fractures or other anomalies were observed. Note that the presence of a micro fracture and/or a lead discontinuity cannot be ruled out in the portion of the lead that is not visible in the provided images. The lead has not been received by livanova to date. No additional or relevant information has been received to date.

Event description:
Product information for the lead was received. The lead was received by livanova and product analysis is underway. No additional or relevant information has been received to date.

Event description:
Product analysis was completed for the returned lead. Two sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. The lead connector boot has partial detachment at the ring/backfill interface. The reason for this condition is unknown. The lead assembly has kinks in at least one of the lead coils in multiple places. A suspected coil break was identified at the end of the positive coil located at approximately 2.7cm past the end of the electrode bifurcation. Scanning electron microscopy images of the negative coil break show that pitting or electro-etching conditions have occurred at the breaks located at 0.5cm, 0.6cm, and 0.7cm past the end of the electrode bifurcation location. However, due to metal dissolution and/or surface contamination the fracture mechanism of the coil wires at these locations cannot be ascertained. Scanning electron microscopy images of the negative coil break located at 2.6cm past the end of the electrode bifurcation show appearance suggesting that a stress induced fracture (fatigue) has occurred in at least three strands of the quadfilar coil. No obvious pitting was noted at this location. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No additional or relevant information has been received to date.